Event description:
It was reported that following the completed implant procedure during pre-discharge, loss of capture was noted from this right ventricular (rv) lead resulting in pacing inhibition. It was alleged that the rv lead had dislodged from the implant location. The next day, the physician attempted to surgically reposition the rv lead, but the helix would not extend or retract normally. The physician elected to explant and replace the lead to resolve the event and no additional adverse consequences were reported. The rv lead is expected for analysis, but has not yet been received.

Event description:
It was reported that following the completed implant procedure during pre-discharge, loss of capture was noted from this right ventricular (rv) lead resulting in pacing inhibition. It was alleged that the rv lead had dislodged from the implant location. The next day, the physician attempted to surgically reposition the rv lead, but the helix would not extend or retract normally. The physician elected to explant and replace the lead to resolve the event and no additional adverse consequences were reported. The rv lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism test failed due to the presence of blood within the lead helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.